Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. The customer resumed therapy with actual product. Should additional information become available, a follow up MDR will be sent.

Event description:
The home patient (hp) contacted global technical services regarding a check lines and bags alarm which occurred on the homechoice(hc) during setup. The hp stated she was setting up the hc for the first time and needed assistance. The technical service representative (tsr) assisted the hp with general setup procedures and troubleshooting. The hp stated that there was no fluid in the cassette. The hp checked and found the spike was not all the way into the heater bag port. The hp pushed the spike in further and verified that fluid was running through the line. The tsr assisted the hp to restart prime. The tsr also assisted the hp to connect and begin therapy. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a connection issue. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error. The home patient (hp) found the spike was not all the way into the heater bag port. The hp pushed the spike in further and verified that fluid was running through the line. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.